Manufacturer narrative:
Correction: correction to remove the following codes in section h6 reported in error in the initial MDR. Date of event, annex a: a27, a0404 annex b: b02, b11, b14 annex c: c19, c07 annex d: d14, d01, d15 annex g: g07001, g04063, g04037.

Event description:
It was reported that device had contaminated syringe plunger sensor. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history for sn (B)(4) was performed which confirmed similar complaints with the same or related failure mode for this serialized device. A review of the device history record showed the device had a manufacture date of 16jul2013. The review was performed from the date of manufacture to the present date 10may2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that device had contaminated syringe plunger sensor. There was no patient involvement.